Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 april 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During implant the right disc of the occluder took on a tire shape after the left disc was opened and positioned. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. During implant the left disc of the occluder took on a hamburger shape. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effect to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity during implant was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images from field appeared to show both discs taking bulbous shape. The cause of the reported incident could not be conclusively determined. No indication of a lot related issue was found. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.